Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. During system startup, an error was fixed by staff. The user postponed use until service and rescheduled patients to another lab room or day. A philips field service engineer (fse) examined the system on-site and confirmed that the reported problem. After reviewing the log file, fse confirming the joystick fault. Upon troubleshooting, fse found a depressed knob on the controller caused geometry movement issues during system startups. Staff could temporarily restore joystick movement, but it might depress again, causing geometry movement problems like slow or no movement. To resolve the issue, the fse replaced the geo module tilt and return the part for further analysis, and it found that and the failure component is geo module. After the fse replaced the geo module tilt, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. System was in use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.